Manufacturer narrative:
Additional information: expiration date and date of manufacturer added. Investigation results: no samples were received for investigation of pr 10038114, in which the customer has stated: "material that is designed to prevent backflow from intravenous devices, but does not work properly, backflowing blood and obstructing the pathway." This feedback relates to a 2000e7d product from lot 1024928. The customer did, however, provide a photograph, analysis of which confirms the reported back flow of blood. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1024928 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Please note, bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve occluded the following information was received by the initial reporter with the following : material that is designed to prevent backflow from intravenous devices, but does not work properly, backflowing blood and obstructing the pathway. Anti reflux valved connector, which is not working properly, refluxing blood, obstructing access, generating blood loss to the patient and loss of central access. Installed in the catheter, there is a backflow of blood (which should not happen) and consequently the permeability of the catheter is reduced. Patient1: cvc refluxing (more than once) while using this anti-reflux valve. Patient 2: PICC with this valve obstructed by sange reflux. On (B)(6) 2024- according to the unfavorable opinion, continue the flow. T02- analyze the continuity of the spontaneous technical opinion flow. On (B)(6) 2024- valved connector malfunctioning after installation, there is backflow of blood in the peripheral and central accesses, leading to loss of central access route, loss of permeability and consequent loss of access. Adverse event with damage. T01- enter the data of the evaluator and the product being evaluated.